Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the mobile power unit was not working properly. It was suspected that one of the two power cable connectors was failing.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section g4: there was no patient involved in this event. The PMA# provided is associated with most recent approval. Manufacturer's investigation conclusion: the reported event of issues with the patient cable connector was confirmed via evaluation of the returned mobile power unit (mpu) (serial number: (B)(6). The mpu was evaluated at service depot and manipulation of the patient cable rubber encasing revealed that it was loose due to a gap being observed between the plastic connectors and the rubber. The mpu was connected to a mock circulatory loop and operated without any issues observed or alarms active. The damage observed on the patient cable connectors did not affect the functionality of the unit. The mpu was then functionally tested and the unit passed without any issues. The mpu was then returned to the rental pool. It should be noted that the manufacture date of the mpu is 18september2017 and the product life is a minimum of 2 years from date of first use. The root cause of the reported event could not be conclusively determined through this analysis. Incidental findings: the edges of the top and bottom housings were observed to be broken and cracked in multiple areas. The battery compartment cover was also observed to be slightly cracked near the locking screw. The device history records were reviewed and the records revealed that the mobile power unit, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The mobile power unit was shipped to the customer on 11oct2017. Heartmate 3 instructions for use (IFU) section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook section 6, entitled ¿caring for equipment¿, explain how to properly care for the equipment, including the mpu and the patient cable. Heartmate 3 patient handbook section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the mpu and the mpu patient cable connectors for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.